Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited impedance greater than 2000 ohms. The lead would be monitored.